Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had the device implanted. Subsequently, the patient developed a seroma and experienced soft tissue irritation. The implants were stable and there were no functional limitations. The patient underwent an additional procedure to drain the seroma and clean it with a jet lavage. The implants remained implanted and had to stay in the clinic for several extra days under observation. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information.